Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Preliminary evaluation of the device revealed a split on the distal tip of the sheath. In addition, the introducer was observed to be fully inserted into the esheath and protruding from a sheath liner tear. The following sections of this report have been updated: h2, h3, added code to h6 health effect-impact code, added code to h6 health effect-clinical code, added code to h6 device code. Investigation is ongoing.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 12874. A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: introducer was protruding from sheath liner approximately 7.5" from distal tip, liner was torn approximately 7.5" in length from distal tip, distal tip was split. Dimensional testing revealed that liner thickness met specification. Imagery was provided from the site and revealed the following: tortuosity observed in the patient's access vessel and abdominal aorta, calcification also present in the region where withdrawal of the delivery system into the sheath occurs. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint events of sheath liner tear and sheath distal tip split were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Furthermore, no abnormalities were reported during device unpacking or preparation. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per imagery review, tortuosity and calcification were present in the patient's access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and the liner tears upon removal. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the line tear complaint event. During device evaluation it was observed that the distal tip of the esheath was split. Per imagery review, tortuosity and calcification were present in the region where withdrawal of the delivery system occurs. Tortuosity and calcification can create sub-optimal angles that can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch on to the distal tip of the sheath upon removal. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the distal tip tear complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a sheath liner tear associated with a vascular injury occurred. A 14 fr esheath was inserted via the left femoral artery without resistance. A commander delivery system and a crimped 26 mm sapien 3 valve were passed through the sheath without resistance, and the valve was deployed in the native aortic valve uneventfully. The delivery system was withdrawn through the sheath without difficulty. During withdrawal of sheath from the patient, the access site was enlarged by the introducer protruding from a sheath liner tear, and the access site could not be closed. The left femoral artery was occluded centrally above the access site with a balloon catheter via the contralateral femoral artery, and the access site was successfully closed with vascular closure devices. A single unit of blood was transfused. The patient was well after the procedure. According to the physician, the delivery system might have torn the liner while being withdrawn without resistance, and the introducer stuck out of the liner tear.